Manufacturer narrative:
The investigation determined that a higher than expected vitros na+ results were obtained when processing a vitros performance verifier fluid using two vitros na+ slide lots on two vitros 5600 integrated systems. The assignable cause for the event was user error related to failure to calibrate or restore an appropriate calibration for the reagent lot with the change of the electrolyte reference fluid (erf) lot. The assignable cause was determined to be user error. The customer failed to calibrate na+ with a vitros electrolyte reference fluid lot change and was not consistently utilizing the correct electrolyte reference fluid (erf) lot post calibration. In addition it was determined that the customer was not following slide handling recommendations in the instructions for use (IFU). There was no evidence to suggest that the two vitros na+ slide lots or the two vitros 5600 integrated systems malfunctioned.

Event description:
Higher than expected vitros na+ results were obtained when processing a vitros performance verifier on two vitros 5600 integrated systems using 2 different lots of vitros chemistry products na+ slides. Vitros chemistry products na+ slides lot 4213-0978-5066: performance verifier lot w2903 vitros na+ results 159.2, 164.9, 135.3, 160.4, 142.8, 148.3, 160.1, 161.6, and 202.2 mmol/l versus an expected na+ result of 123.2 mmol/l. Vitros chemistry products na+ slides lot 4213-0980-5909: performance verifier lot w2903 vitros na+ results 160.4 and 154.6 mmol/l, versus an expected na+ result of 123.2 mmol/l. Biased results of the direction and magnitude observed could lead to inappropriate physician action if the event were to occur with patient samples. Patient results were reported outside the laboratory during this interval; however the customer did not provide patient results. There was no report of affected patient samples, however; the investigation cannot conclude that patient sample results had not been affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm. This report corresponds to ortho clinical diagnostics. (B)(4). This report is number two of two MDR's for this event.